Event description:
Customer called in to report being treated for low blood glucose levels by paramedics. Customer states having blood glucose level of 40 mg/dl at time of event and that he had tried to use his sensors before but they were expired. Patient had missed a meal earlier in the day and refused to be taken to the hospital. Customer declined troubleshooting and requested ordering new sensors. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.